Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the apg + sizer pin guide was found broken.

Manufacturer narrative:
Product complaint # pc-(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint #: (B)(4). Investigation summary: the complaint sample consisted of (1) 223600001 apg+ sizer pin guide 40+0, lot code pg236972. Lot pg236972 was released for distribution on february 19, 2014. Examination of the returned apg+ sizer pin guide 40+0 confirmed the reported breakage. The device has broken into two pieces. All pieces of the device were returned. The damage is due to repetitive contact with the hex driver. The overall condition of the devices indicate heavy usage. A worldwide complaint database search found no additional reports against the complaint sample product code/lot code combination. The root cause is attributed to device wear from normal use and servicing. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Monitor complaints through post market surveillance sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.